Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 544 mg/dl, due to incorrect time being set. High bg was addressed via correction bolus via pump during troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy